Manufacturer narrative:
Information received is not adequate to determine what type invacare chair is involved. The chair has not been returned to date. No further information has been provided. The file will be updated if new information becomes available.

Event description:
Document received alleged that a customer was boarding a plane and was being pushed by a relative when the ramp became steep and the rear cane grip came off of the chair. The document states that the relative attempted to grab the wheelchair without the grip but it was too slippery and the wheelchair veered to the left and hit the boarding ramp wall, where the end user was ejected out of the chair.